Event description:
The technician alleged that the side rail could not latch. No patient impact.

Manufacturer narrative:
The technician found the side rail latch plate is bent. The technician replaced the side rail latch plate to resolve the issue.